Event description:
The customer reported a leak from tubing inside a unicel dxh 800 coulter cellular analysis system, which was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the occurrence. There were no reports of biohazard exposure to the leak. There were no erroneous results generated or impact to patient treatment in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found tubing 50, which connects the flowcell to the flowcell waste chamber, was disconnected from the flowcell. The fse trimmed and reattached the tubing to resolve the leak. Repairs were verified per established procedures. (B)(4).